Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the blue cap at the tip of the reservoir had a loose connection. The caller did not know the blood glucose reading. The customer's mother stated that the cap was spinning and not latching as it should have. She stated that the reservoir clicked but kept spinning. She stated that this issue was prevalent with a few boxes of reservoir and requested their replacement. The customer was advised that the reservoirs would be exchanged.